Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they were trying to charge their implant on friday or saturday, and they got it most of the way done, but then it started to shocking them a little bit. Patient also said the power button on the recharger turned orange and then they got a 2702 error message. Patient confirmed they were charging directly against their skin, agent reviewed that shocking can occur when recharger is directly against the patients skin. Agent had patient try to charge the implant during the call, but they kept getting the error code 2702. Patient also encountered a "recharger not found" screen with error code 3167. Patient tried to reenter serial number and air recharger to the handset, but that didn't resolve the issue. The issue was not resolved through troubleshooting. An request was sent to the repair department to replace the device.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the sensation was only felt during a recharge session when a layer of clothing was not used. Patient stated that a belt was also not used.